Event description:
Boston scientific received information that this patient has presented to the emergency room with a slow heart rate. System evaluation noted this right ventricular lead was exhibiting impedance measurements greater than 2000 ohms and there was intermittent capture issues. Therefore, a revision procedure was performed and the lead was removed from service. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received inquiring about warranty for this lead as a review of this patient indicated the lead had been fractured. The caller was informed that the lead had not been returned for testing which is part of the criteria for warranty to be issued. No other adverse events have been reported. This product issue will be updated if additional information is received.